Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that it crashed during a cine run. Fse was working with toshiba. Upon functional testing, fse diagnosed the ups issues, and he recommended six new inductors for the ups. On the allura system power-up, there was an issue in that the utc main contactor tripped, and the power breaker was just the main cabinet and monitor management breaker that had tripped. After fse reinstalled the signal line coming from the uts, the system was returned to use in good working order these codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the allura system crashed during a cine run. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.